Event description:
Received information stating that customer's fill estimate was inaccurate. Reportedly, the customer was experiencing lower blood glucose levels between 50-70 mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.